Event description:
Information received by medtronic indicated that the customer was hospitalized as the pump stopped working and experienced hyperglycemia with a blood glucose value of 700 mg/dl. Troubleshooting was performed and found that the pump was broken. The customer was using the insulin pump within 48 hours of the event. No further patient complications were reported. The customer will discontinue using the insulin pump and it will be returned for analysis. Frn-mmt-332-rsvr, unomed set, mmt-unk snsr.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Manufacturer narrative:
This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S.w version 2.8c retainer ring = missing case type = ngp analysis identified product meets specification? No customer returned pump for an alleged cosmetic damage located at the battery compartment, blank display and visit to emergency room for high bgs found on (B)(6) 2022 (per ss event date), however, the customer's note stated the customer returned pump for an alleged cosmetic damage located at the battery compartment, blank display and visit to emergency room for high bgs found on (B)(6) 2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged blank display and visit to hospital found on (B)(6) 2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs and cosmetic damage located at the serial number label found on (B)(6) 2021. On (B)(4), svn#: (B)(6) 3644 - customer returned pump for an alleged audio/vibrate anomaly/absence of alarm and set change reminder anomaly found on (B)(6) 2019. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged belt clip anomaly found on (B)(6) 2019. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs found on (B)(6) 2017. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low reservoir alarm anomaly found on (B)(6) 2017. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged high bgs found on (B)(6) 2017. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low reservoir alarm anomaly found on (B)(6) 2017. Unable to confirm belt clip anomaly due to pump received without the original belt clip. A test belt clip locks securely into the pump's belt clip rails. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked battery tube threads and a partially broken battery tube threads. No damage on the serial number label noted during visual inspection. The pump powered up properly after battery installation. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted. Set the low reservoir reminder alarm for 10 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (33 units). 23 units bolus were programmed and delivered. The low reservoir alarm activated properly at 10.0 units left. No low reservoir alarm anomaly noted. The set change reminder was turned on and set the time for 3 days. The pump was monitored for several days and the set change reminder activated properly. No set change reminder anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of (B)(6) 2022. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 19-nov-2022. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:00:30.000 (B)(6) 2022 17:10:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:11:58.000 (B)(6) 2022 17:12:09.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:11:35.000 pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes on (B)(6) 2022 17:00:30.000 and (B)(6) 2022 17:10:00.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Blank display was not confirmed. Belt clip anomaly was unknown. Cosmetic damage was confirmed at the battery compartment. Cosmetic damage at the serial number label was not confirmed. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high bgs. Audio/vibrate anomaly/absence of alarm, set change reminder anomaly and low reservoir alarm anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6( hecc,heic) with this report.